Event description:
It was reported that multiple, intermittent cartridge alarms occurred during basal delivery and loading sequence using multiple cartridges. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternat method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.